Manufacturer narrative:
Eval results pending analysis of the product.

Event description:
It was reported that the probe was very sporadic with its readings. It displayed reading between 100 - 130 and then read 0 ml on the next scan on a tissue phantom. The customer tried disconnecting the probe and plugging it back in. The biomed conducted several tests on his tissue phantom rated at 132 ml and every other scan read 0 ml. No pt injury was reported.